Event description:
Caller states patient tested 267 mg/dl at 17:11 on the inform system while using comfort curve test strips. Patient was unresponsive at 17:27; a lab value had been drawn at 17:25 and returned as 16 mg/dl at 18:00. Patient was treated with d50 at 18:00 and low blood glucose symptoms improved by 19:02. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.